Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not starting. Since there was no bios (basic input/output system) visible during the start-up, the host pc was restarted manually which resolved the issue temporarily. The philips field service engineer (fse) inspected the system and found that there was an issue with the host pc. The fse tried to replace the host pc, but the delivered part was found to be defective on arrival. Upon further troubleshooting, the fse identified the mechanical issue with mains cable and confirmed that the host pc could be repaired easily without replacement. The defective cable was replaced and repaired the host pc. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's host computer was not starting. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.